Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient experienced an immediate pain in the chest when the device was turned on. The physician did not suspect device malfunction. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the chest pain was not device related. Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead sc-1132 sn (B)(4). The returned device exhibited u3-asic electrocautery damage at the explant procedure. Electrocautery burn marks on the case. Excessive sleep current leakage measured. Low impedance measured between vh node and ground. Hot spot was observed on u3-asic. Due to the device damage, the complaint could not be investigated. The complaint report stated that an electrocautery was used during the explant procedure. Sc-8336-70 sn (B)(4) the lead body was cleanly cut into pieces. The lead body was melted/burned by a surgical tool, and cables were opened. X-ray inspection found no cable opens except the burned area. The damage to the device is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced an immediate pain in the chest when the device was turned on. The physician did not suspect device malfunction. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient did not have a heart attack. No device malfunction was suspected.

Event description:
A report was received that the patient experienced an immediate pain in the chest when the device was turned on. The physician did not suspect device malfunction. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient experienced an immediate pain in the chest when the device was turned on. The physician did not suspect device malfunction. The patient will undergo an explant procedure.